Event description:
The customer contact reported loss of suction. It was reported that the "welding of the liner and cover has failed which lead to a vacuum leak". Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number. The domestic list number has a common device name. Documentation received from the reporter indicates that info on reprocessing of the device was unk. This report represents all the information known by the reporter upon query by hospira personnel.